Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak while using a texium bonded syringe to infuse adriamycin. The nurse had pushed the first of two syringes and noticed the leak just after confirming patency of the line and starting to push on the piston. She stopped the infusion, gave normal saline while a new syringe was prepare and the infusion was given as intended with the new syringe. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing was performed and no leak or any issues were observed. The root cause of the customer's report was not identified.